Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set detachment event on (B)(6) 2024. The site of detachment was tubing connector. The infusion set was in use under three days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 18-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: this investigation has been updated because the malfunction code changed from tubing connector is cracked, split, deformed, leakage may occur to leak between tubing and site connector - detachment / significant wetness. Which requires additional activities not included in the original investigation dated ago 2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 17/mar/2026 against "lot number" "5407682" and similar malfunction codes : leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur , leak between tubing and site connector - detachment / significant wetness. The review confirmed that lot 5407682 and the identified failure mode are not associated with any non-conformance report (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/mar/2026 against "lot number" criteria equal "5407682" and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur , leak between tubing and site connector - detachment / significant wetness. The number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5407682 was manufactured according to work instruction (wi) version 88 and manufactured in the m10, on 22/nov/2022 with a total of (B)(4) units. The sub-assembly: welding lot 5409366 was manufactured according to the wi- version 28 and assembled in the line : ls24,ls25 , on 19-nov-2022, with a total of (B)(4) units. Lot 5409367 was manufactured according to the wi- version 28 and assembled in the line : ls06,ls07, ls11 , on 22-nov-2022, with a total of (B)(4) units. The sub-assembly, gluing tube lot 5408950 was manufactured according to the wi- version 54 and assembled in the line : ls05,ls06 , on 19-nov-2022, with a total of (B)(4) units. The sub-assembly, gluing of connector. The lot 5409323 was manufactured according to the wi version 34 in the gluing of connector in the line 03, on 20/nov/2022, with a total of (B)(4) units. The lot 5409325 was manufactured according to the wi version 34 in the gluing of connector in the line 3, on 18/nov/2022, with a total of (B)(4) units. The lot 5409328 was manufactured according to the wi version 34 in the gluing of connector in the line 03, on 21/nov/2022, with a total of (B)(4) units. The lot 5409329 was manufactured according to the wi version 34 in the gluing of connector in the line 3, on 22/nov/2022, with a total of (B)(4) units. The lot 5409330 was manufactured according to the wi version 34 in the gluing of connector in the line 3, on 23/nov/2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.